Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor session ended when the phone was shut off. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.